Event description:
The account alleged that the right foot siderail will latch in the up position, but if any weight is applied, the siderail will lower.

Manufacturer narrative:
The technician found the siderail latch weld was broken. The technician replaced the siderail to repair the bed.